Manufacturer narrative:
Pump received with severely cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window corner and cracked battery tube threads.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was hit with a baseball bat at the display screen. Customer's blood glucose was 170 mg/dl. Insulin pump would need to be replaced.